Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with palpitations and lightheadedness. An interrogation of the implantable cardioverter defibrillator (ICD) indicated that therapy was potentially inappropriately withheld by the device discriminator for ventricular fibrillation (vf) that was classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was admitted to the hospital for symptomatic ventricular tachycardia (vt). They were discharged, and then admitted again after multiple shocks, and had a vt/premature ventricular contractions (pvc) ablation procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.